Event description:
It was reported the patient experienced mild heterotopic ossification lateral retinaculum. Physical therapy was prescribed.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. Without the actual product involved, we are unable to confirm the complaint or determine a root cause with confidence. No further actions are being taken at this time.

Manufacturer narrative:
.